Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noticed error 23118 at startup. The fse then replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) had repeated non-recoverable errors and tried to power cycle the system however the error still returns. The system had a prompt to disable arm 3 and explained that the 23118 errors are coming from usm3. The site stated that they may be able to use the system with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and was found indicating motor fault on the unit yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed on a patient fixture test platform (pftp) where chipencoder virtual absolute (cva) characterization was found to be failing on the yaw axis. Once testing was completed, the yaw cva printed circuit assembly (pca) was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw cva pca was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.